Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate's (cca) limited documentation as the patient refused to answer certain questions. The patient alleged that the subject meter started reading inaccurately at 9am on (B)(6) 2016. She reported that on unknown dates and times, she obtained alleged inaccurately erratic blood glucose results of "166 and 167 mg/dl" within 20 minutes of each other and "252 and 252 mg/dl" within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls within lfs's criteria for precision. The patient was unwilling to say how she manages her diabetes or whether she made any changes to her usual diabetes management routine after obtaining the alleged inaccurate results. She claimed that on an unknown date and time she experienced a "seizure." The patient was unable or unwilling to say what treatment, if any, she received for her symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient's blood samples had been taken from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.